Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the device did not prompt to load a set after the slide clamp was inserted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be a failing upper auxiliary which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the load set prompt did not appear after inserting the slide clamp. No additional information is available.